Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.

Event description:
It was reported that, "the window trial was impacted and when it was time to extract it, the inserter pulled out of the window trial. Surgery time was extended by approximately 10 minutes."